Event description:
It was reported that patient lost stimulation and the ipg was deemed inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.